Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The visual inspection has shown that there is indeed rust residues on the surface of the complained instrument. The rust possibly indicates the washing process was not performed as usual and has led to an accelerated corrosion of the parts. Regarding corrosion it can be stated, that all materials, including stainless steel are only conditionally rust resistant. The corrosion resistance will only be ensured, when clean instruments are stored under dry and metallic contactless conditions. All metallic contact with humid or wet conditions creates electrolytic reactions which lead to contact corrosion. The lot number is unknown therefore a review of the device history record could not be completed.

Event description:
Rust located on instrument. This 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.